Manufacturer narrative:
Additional information: a quality investigation was performed to include a batch review. The batch review revealed the printing was correct and according to unomedical labelled endotracheal tube general specifications. No nonconformity of this nature had been registered during the product of this lot. The complaint sample is not expected to be available. And there is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will continue to monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. It is unknown if the device was used on a patient and if there was any impact as a result of the product issue. Additional patient/event details have been requested. However, no further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "markings on the endotracheal tube for length are not accurate and short by 0.5 centimeters."